Event description:
According to the reporter: the patient underwent an open umbilical hernia repair, where the mesh was placed between the peritoneum and the fascia. The wound was closed with prolene sutures and 4 fixation points were applied. The appearance of the mesh was normal. The patient returned for a follow up visit 1 week post op and the doctor found irritated skin described as cellulitis during his post operative evaluation. He prescribed oral antibiotics to help prevent any infection. There was no injury as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was located on the patient's skin around the umbilicus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.